Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, there was a tighten assembly alert screen, the active blade broke. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p91l0h. Investigation summary: the device was returned with no apparent damage. During functional testing on gen11 an alert screen was displayed and the min button was non functional. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. In addition corrosion was found at the min hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or nc related to the complaint were found during the manufacturing process.